Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a faraview pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use, the faradrive sheath was inserted into the left atrium (la). The dilator was removed and the sheath was aspirated with a syringe and continuous flush was attached to the sheath. The farawave catheter was inserted into the sheath, and the sheath was aspirated with the syringe. At this point, air bubbles were visible and kept on coming into the sheath via the valve. The sheath was replaced with a new sheath to complete the procedure. No patient complications were reported.

Event description:
It was reported that during a faraview pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use, the faradrive sheath was inserted into the left atrium (la). The dilator was removed and the sheath was aspirated with a syringe and continuous flush was attached to the sheath. The farawave catheter was inserted into the sheath, and the sheath was aspirated with the syringe. At this point, air bubbles were visible and kept on coming into the sheath via the valve. The sheath was replaced with a new sheath to complete the procedure. No patient complications were reported. It was further confirmed that no air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.